Event description:
The customer reported experiencing low blood glucose and paramedics were called. When the paramedics arrived the customer's blood glucose was 25mg/dl. The customer was taken to the hospital and her blood glucose increased to 95mg/dl. The customer was treated and released the same day. Troubleshooting was performed. It was stated that the doctor did not determined the cause for her low blood glucose. The customer remained on the insulin pump during treatment in the hospital, and she has continued to wear the device. The customer also indicated that she inserted more insulin into the reservoir by a syringe when she got the low reservoir alarm. The customer was not sure if she was disconnected or if she rewinded the device without removing the reservoir. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.